Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block h11: investigation results: based on the available information, boston scientific was able to confirm the reported event of stent partially deployed. The device was not returned for analysis; therefore, a technical analysis could not be performed. Stent partially deployed is noted within the product labeling as a possible adverse event associated with the use of the device. Device history record review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: the device has not been returned for analysis. Therefore, a technical analysis could not be performed. However, the documentation attached includes a picture that shows the original pouch of the product with the respective label including lot and upn involved. Also, the stent was observed partially deployed. Labeling review a labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. Additionally, stent partially deployed is noted within the product labeling as a possible adverse event associated with the use of the device. Risk review: a risk review was completed and confirmed that the event of "stent partially deployed" was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: taking all available information into consideration, the investigation concluded that the most probable cause is known inherent risk of device.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted in a procedure performed on (B)(6) 2026. During the procedure, the physician reported having issues deploying the stent. Images provided shows that the first flange was able to expand but was not able to deploy the stent fully; it is partially deployed. There were no patient complications reported as a result of this event at this time.